Event description:
It was reported that during a da vinci hysterectomy procedure, using harmonic ace curved shears insert accessory, part of the jaw broke. Nothing fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported

Manufacturer narrative:
The accessory was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the curved blade was broken on the insert at the clamp arm hinge. The broken piece was not returned. The blade fractured within the shaft, near the clamp arm pin. There was heavy bio debris at the distal end. Failure analysis concluded that the blade breakage was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken blade could likely cause or contribute to an adverse event, if the malfunction were to recur.